Event description:
It was reported that during a kidney stone lithotripsy, the doctor commented that the metal screw on the device had become so hot that the device could not be held and the black protector tubing had separated or melted from the screw. Another device of the same model was used to complete the procedure. The device had been used once before without any problem. The above information is documented as reported to trimedyne.